Event description:
A doctor reported of a lens rotation in a patient who had a toric intraocular lens (iol) implant. The patient is only seeing 6/24 pinhole (ph) 6/9 week-4 post operation. When the patient was seen again their autorefraction was -1.62+2.25 x 142 and when the doctor looked in the eye, the lens appeared to have rotated to 22 instead of 175 degrees. The daily activities of the patient have significantly been affected. No medical or surgical interventions and no delay were reported. No further information was provided.

Manufacturer narrative:
Explant date: not applicable, as lens remains implanted. Initial reporter telephone number: (B)(6). The device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: upon further review, it was noticed that clinical code 2138 was inadvertently not included; therefore, it is captured in this supplemental report: the following section has been updated accordingly: section h6: health effect- clinical code: 2138 unexpected postop refraction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.